Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eec2, implanted: (B)(6) 2014, explanted: product type lead. (B)(4).

Event description:
The health care professional reported that the patient had worsening incontinence symptoms since a car accident on (B)(6) 2015. There was a return of incontinence which was sudden. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.